Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. Patient information has not been provided by the user.

Event description:
The china customer reported the syringe was leaking which caused inconsistent staining on some slides during the run. The field service engineer (fse) replaced the syringe which resolved this malfunction. The customer was able to complete staining with another instrument. The instrument is fully operational within specification, and ready for use. Diagnostics were not altered. There was no direct or indirect patient harm or user harm reported.